Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced peritonitis, and the patient subsequently died. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Thirty seven days prior to the receipt of this report, pd therapy was discontinued and the patient was switched to hemodialysis. On an unreported date, the patient died. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.